Event description:
The account alleged the side rail is broken. No pt impact.

Manufacturer narrative:
The technician found the side rail will not latch. No further information is available on the repair of the bed at this time.